Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2016 with the following findings: investigation revealed a dim and discolored display. The battery compartment was cracked. The vibration feature was non-operational; further investigation revealed evidence of moisture on the vibration motor contacts. The keypad cover was intact; however, all buttons were unresponsive during investigation. Evidence of moisture was found on the keypad flex and connector. Unrelated to these issues, the bolus button cover was damaged. Evidence of moisture was found behind the display lens; a leak test failed due to a crack in the casing. When the pump was opened up, evidence of moisture was found throughout the internal pump components.

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 08/01/2016. Investigation revealed a dim and discolored display. The battery compartment was cracked. The vibration feature was non-operational. The keypad cover was intact; however, all buttons were unresponsive during the investigation.